Event description:
During a post-operative follow-up after the initial surgery, it was determined that a second surgical intervention was required, which led to a revision procedure. During the revision surgery, one cam and one screw were found to have disengaged due to the locking cam becoming dislodged from the plate and resulted in the impingement of esophagus. The patient tolerated the procedure well and is currently recovering.